Event description:
It was reported by repair work order that the foot section could not be latched due to a damaged latch and broken ring gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.